Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. The following other devices were also listed in this report: tritanium revision acetabular cat # 509-02-58f, lot rwrmna & trident constrained insert, cat # 690-10-22f, lot 33403701. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection and/or dislocation.

Event description:
It was reported that, "patient had a dislocation with a low grade infection. Old antibiotic beads removed & new ones placed."